Event description:
In the study, "severe insulin pump-related adverse events: potential root causes and impact of the covid-19 pandemic", it was reported that the customer passed away on (B)(6) 2024. The primary cause of death was hyperglycemia, diabetic ketoacidosis and hypoglycemia. The customer was admitted to the intensive care unit with a blood glucose value of above 400 mg/dl. Damaged retainer ring, battery problem and damaged battery cap was also reported. It was unknown whether the pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1715kl, mmt-1780x. Troubleshooting was not performed. No products were returned for analysis as a result of the study's findings.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Orbell, staci l. "Severe insulin pump-related adverse events: potential root causes and impact of the covid-19 pandemic" journal of diabetes science and technology volume 19, issue 6. Https://doi.org/10.1177/19322968241254521. Pages: 1614 - 1623. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Orbell, staci l. "Severe insulin pump-related adverse events: potential root causes and impact of the covid-19 pandemic" journal of diabetes science and technology volume 19, issue 6, 2024, https://doi.org/10.1177/19322968241254521. Pages: 1614 - 1623. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.